Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a provisional fractured during a total knee arthroplasty. No adverse events have been reported as a result of the malfunction.